Event description:
Found during inspection. According to the reporter, the device will not charge. There was no patient use during the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the charge button on the sternum paddle assembly was inoperable. Physio replaced the sternum paddle assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.